Event description:
The surgeon performed a makoplasty partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee (mck) implant system. The surgeon checked the placement of the tibia component intra-operatively and was satisfied with the placement. During the procedure and after the trial was impacted, the trial had shifted posteriorly and was hanging off of the back of the tibia. The implant had to be moved forward so that it would sit correctly on the bone.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The issue has not been confirmed at this time and is ongoing. A supplemental report will be submitted when results are obtained.